Event description:
It was reported that preparation of the device was performed successfully. During pre-dilatation in the mid right coronary artery, an attempt was made to inflate the rx voyager balloon; however, the balloon did not inflate and contrast was observed to be leaking from an unspecified location. Several attempts were made to rotate the indeflator handle but contrast continued to leak. Rupture of the balloon was suspected. The device was removed and the procedure was completed with the successful deployment of a xience v stent and a vision stent. There was no adverse pt effect. No additional info has been provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned rx voyager noted blood and contrast visible in the inflation lumen and in the balloon, which was loosely folded. This is consistent with preparation for use and an attempt to pressurize the catheter. The presence of blood in the inflation lumen and balloon also suggests a leak or balloon rupture. An attempt was then made to pressurize the balloon, and the analysis revealed a pinhole in the balloon above the proximal balloon marker, confirming the reported rupture. There was also a longitudinal scratch noted on the outer surface of the balloon adjacent to the rupture site. Balloon material ruptures can be affected by numberous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, pt anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Since it was reported that the catheter was successfully prepared without any leaks or anomalies noted, this indicates that the balloon was not damaged prior to the procedure. Furthermore, evidence of damage on the outer surface of the balloon suggests that the balloon failure may have been attributed to mechanical damage to the balloon. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Based on the info provided, the lesion was mildly tortuous and mildly calcified, which likely contributed to the experienced rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met mfg criteria. Based on the info received with this complaint and the analysis of the returned product, the reported balloon rupture and mechanical damage noted appears to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.